Manufacturer narrative:
B3: event date was approximated to 09/24/2024 based on the date the manufacturer became aware of the event. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that the balloon was difficult to withdraw through the sheath. A 2cm peripheral cutting balloon was selected for use in an angioplasty procedure. During withdrawal, the cutting balloon was sticking and the blades of the balloon cut through the sheath. No patient complications were reported.